Manufacturer narrative:
The d4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood backflow was observed during patient use of a novum iq large volume pump. The pump was infusing normal saline at 100ml/hour; when the pump stopped infusing, blood would back up into the intravenous (IV) line connected to a needleless connector. The event was further described as when the pump "stopped for the few seconds in between the fluid going it blood would back up in the line almost like the pump was pulling it up backwards during the interim period". The patient was disconnected from the pump and line flushed with about 10ml of normal saline with no further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.